Event description:
Incoming call to technical support. According to the reporter, the device's user test fails with service light, and error message and device will not properly calibrate energy settings. During calibration defib outputs are inconsistent. Technical support provided part number for therapy pcb assembly repair kit.

Manufacturer narrative:
The reporter purchased a therapy pcb assembly repair kit from physio-control on 11/21/2007 to repair device.